Manufacturer narrative:
(B)(4)

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on 02/12/2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient received a sensor failure error message and removed the sensor. Upon sensor pod removal, the patient alleged that the sensor wire detached from the sensor pod and remained in the skin. The next morning, he developed a foreign body reaction that consist of redness, inflammation, and swelling at the insertion site. The patient applied a hot compress and over the counter neosporin ointment to the area. On (B)(6) 2024, the patient consulted a physician who prescribed an oral and antibiotic medication (amoxicillin 875 mg twice per day morning and night). At the time of the report, the patient still had redness and swelling a the insertion site. No product was provided for evaluation. Photo was provided for investigation. The allegation was undetermined via photographic inspection. The probable cause could not be determined via photographic inspection. No additional patient or event information is available.